Event description:
It was reported to philips that the device required 4 reboot attempts to start up. Once booted the system operated as expected. The device was not in clinical use at the time of the event and no patient harm was reported. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use for a cardiac arrhythmia planned treatment/non-emergency treatment which was delayed greater than 20 minutes and completed. The philips remote service engineer (rse) inspected the system remotely and confirmed that system was not booting up. Upon further investigation, rse found that the detector temperature was not okay. Errors were checked and there were no other standout errors. The equipment room temperature was below the specifications recommended by philips. The system was shut down, allowing the equipment temperature to get below the recommended level. Equipment room chiller control valve was replaced which is customers facility component. After replacement, the ambient temperature of the equipment room was maintained at near 70 degrees fahrenheit and system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported issue was caused due to equipment room chiller control valve which is customers facility component. The philips system was working fine as intended. Based on the new information, philips evaluated this complaint as not reportable. The codes were updated based on the investigation outcome. Evaluation method code and health impact code were corrected.